Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of magnesium a pump alarmed for an occlusion and when the pump was opened there was a bulge seen at the upper fitment of the pumping segment. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of magnesium a pump alarmed for an occlusion and when the pump was opened there was a bulge seen at the upper fitment of the pumping segment. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional and pressure testing resulted in fluid flowing freely with no issues. No bulge/balloon was observed in the silicone segment when the device door was opened after the test infusion was completed. The root cause of the balloon/bulge in the silicone segment was an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment.